Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer also reported that he received a battery out limit alarm. The customer's blood glucose was 689 mg/dl at the time of the incident. The customer's blood glucose was 364 mg/dl at the time of call. The customer stated that he was given IV to treat the high blood glucose. The customer stated that he was off the insulin pump less than 48 hours prior to the hospitalization. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The time of the hospitalization was 8pm and the date of the hospitalization was 01/26/2016. The insulin pump will not be returned for analysis.